Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter.

Event description:
It was reported that there was no alleged product issue. The physician explanted ¿end pump¿ without a company representative present. On (B)(6) 2013 ¿ms¿ contacted the company representative and reported that the patient was having increased rigidity and spasticity and underdose symptoms. The physician did not prescribe any baclofen after explanting the pump due to infection. The patient was on approximately 25 micrograms per day prior to the explant. It was unknown what oral dose the patient was taking prior to the implant. This device was implanted approximately one month prior to the explant. Recommendations for a suspected withdrawal were discussed with the physician. An attempt to contact the physician for the patient status was made on (B)(6) 2013 but there was no answer. The patient status remained unknown. No troubleshooting was performed/required. The explanted product was discarded and will not be returned. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient and device information was provided. At implant the patient¿s medication was being delivered 250mcg/ml at 25mcg/day. It was not known if troubleshooting was performed. The location of the infection was not known. In addition, the patient was still in the hospital as of (B)(6), 2013 and her current status was not known.

Manufacturer narrative:
(B)(4).